Event description:
A malfunction alarm, specifically malf 12, was reported by the customer, but no notable events were associated with it, and the customer was uncertain or declined to report any significant impact on blood glucose levels, such as exceeding 500 mg/dl. Technical support assisted the customer by providing pump reset information and guided them through the resetting process. After the reset, the malfunction did not recur, and the customer was advised to continue using the pump and to contact support if any future issues arose.